Event description:
It was reported to boston scientific corporation in 2008, that radial jaw 4 single use biopsy forceps large were used during a colonoscopy procedure. According to the complainant, "during the procedure, the physician took a biopsy and felt the jaws took too much of a bite". There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Biopsy device sample too large. These codes were selected by the manufacturer based on information obtained from the user facility. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been discarded. A device evaluation cannot be performed; therefore, the cause of the reported malfunction is undetermined. The lot number is unknown; therefore, the customer's shipment history was reviewed. A review of the device history record (DHR) for the previous three lots shipped to the customer was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints have been reported for these lots.